Manufacturer narrative:
H10: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an unspecified quantity of minicaps were damaged; further described as "presented an opening in the primary container." This was noticed before use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.